Event description:
Related manufacturer reference number: 2017865-2021-37937. It was reported that a patient presented in-clinic for a pocket revision due a visible scab near the device pocket. Upon beginning the procedure, pocket infection was identified and cultures were taken. Additionally, visual examination of the right ventricular (rv) lead revealed externalized conductors. No electrical anomalies were reported due to the externalized conductors. The patient's implantable cardioverter defibrillator was explanted on (B)(6) 2021 and the rv lead was capped on (B)(6) 2021. The patient was stable throughout.